Manufacturer narrative:
Continuation of d10: product ID 8709sc serial (B)(6) implanted: 2 (B)(6) 2008 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial (B)(6) , ubd: , UDI (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (45 mg/ml at ¿23.7 changed to minimum rate¿), bupivacaine (35 mg/ml), and baclofen (100 mcg/ml) via an implanted pump. It was reported that the patient was taken to surgery because a problem with the catheter was suspected. When the physician removed the pump, the catheter was found to be out of the intrathecal space and coiled up in the pocket. The catheter was replaced, and the pump was moved to the opposite side of the patient¿s body. The environmental, external, or patient factors that may have led or contributed to the issue was noted to be ¿assumed twiddlers syndrome.¿ the issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. Additional information was received later the same day at which time it was reported that the patient was a ¿twiddler."